Manufacturer narrative:
Insulin pump passed the displacement test and self test. Hardware low failure error alarm confirmed in pump history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.

Event description:
Customer reported via phone call that the insulin pump had pump error hardware low level failures during self test. Customer's blood glucose level was 212 mg/dl. Customer was able to clear the alarm and able to complete pump rewind. Customer also stated that they had issues with hearing the audio. Trouble shooting was performed and self test was passed. The device will be returned for analysis.